Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The company handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed no visible nonconformities. The sample was connected to a calibrated company system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specification. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during testing. There was no patient involved.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 4, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).